Event description:
The customer called to report, that she's been experiencing high blood glucose levels and ketones. The customer stated, she removed the infusion set on one occasion and the cannula was bent. The customer then changed the infusion set and continued to experience high blood glucose. The customer stated, she was hospitalized for high blood glucose and the reading was 510 mg/dl. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We, therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.